Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the system shut down during surgery. No system message was displayed. The system was exchanged and the surgery was completed after a 30 minute delay. No pt harm was reported.